Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012. During the procedure, the surgeon noticed that it was difficult to penetrate the tissue. It was seen that the handle had damaged the sheet and caused a hole in the plastic tip. The procedure was completed with this device even though it was difficult. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The tip of one needle was bent.